Event description:
Noise was observed on the lead that was reproducible. The lead was replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis noted insulation abrasion at 17-17 cm from the connector pin, exposing the proximal cable. One of the is-1 proxima l cables had insulation abrasion; this would cause the reported noise when in contact with the ICD can. The lead abrasion is consistent with the produced by friction with the ICD can.